Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. After the clip was deployed, the device could not be removed. A dilator was inserted into the access ports unlocking the thumb advancer enabling it to be retracted proximally, which released the device from the tissue tract. Manual compression was applied for ten minutes to achieve hemostasis. No adverse pt effects were reported. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.